Event description:
Boston scientific became aware of events involving axios stent and electrocautery enhanced delivery systems through the article, "endoscopic ultrasound-guided gastroenterostomy, with focus on technique and practical tips," by wen-hsin huang, et. Al. The article describes a comprehensive overview of endoscopic ultrasound-guided gastroenterostomy (eus-ge) techniques, outcomes, adverse events, and device comparisons conducted from previous studies particularly focusing on the axios stent and other lams devices. The following occurred to the patients: erosion, stent ingrowth, abdominal pain, bleeding, infection, peritonitis, bowel perforation, gastric leakage, gastrocolic fistula, sepsis, aspiration pneumonia, retroperitoneal abscess, jejunal ulcer with bleeding, delayed bleeding, hypotension, secondary obstruction, necrotizing pancreatitis. Please see the referenced article for full details.

Manufacturer narrative:
Blocks b1, b5, h6 (device codes), and h11 have been corrected. Block b3: the exact event onset date is unknown. The provided event date of january 1, 2024, was chosen as the best estimate based on the first month of the year of the article accepted date of november 24, 2024. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2: literature source: wen-hsin huang; chi-ying yang; hsing-hung cheng. "Endoscopic ultrasound-guided gastroenterostomy, with focus on technique and practical tips." Clinical endoscopy (2025) vol. 58:201-217. Block h6: imdrf patient code e2006 captures the reportable event of erosion. Imdrf patient code e1002 captures the reportable event of abdominal pain. Imdrf patient code e0506 captures the reportable event of bleeding. Imdrf patient code e1906 captures the reportable event of infection. Imdrf patient code e1024 captures the reportable event of peritonitis. Imdrf patient code e1006 captures the reportable event of bowel perforation. Imdrf patient code e1108 captures the reportable event of biliary leak. Imdrf patient code e2314 captures the reportable event of fistula. Imdrf patient code e0306 captures the reportable event of sepsis. Imdrf patient code e0733 captures the reportable event of pneumonia. Imdrf patient code e172001 captures the reportable event of abscess. Imdrf patient code e2339 captures the reportable event of ulcer. Imdrf patient code e1021 captures the reportable event of pancreatitis. Imdrf impact code f12 captures the reportable patient adverse events experienced by the patients.

Event description:
Boston scientific became aware of events involving axios stent and electrocautery enhanced delivery systems through the article, "endoscopic ultrasound-guided gastroenterostomy, with focus on technique and practical tips," by wen-hsin huang, et. Al. The article describes a comprehensive overview of endoscopic ultrasound-guided gastroenterostomy (eus-ge) techniques, outcomes, adverse events, and device comparisons conducted from previous studies particularly focusing on the axios stent and other lams devices. The following occurred to the patients: stent misdeployment, stent migration, stent occlusion, stent dislocation, guidewire cutting, erosion, stent ingrowth, abdominal pain, bleeding, infection, peritonitis, bowel perforation, gastric leakage, gastrocolic fistula, sepsis, aspiration pneumonia, retroperitoneal abscess, jejunal ulcer with bleeding, delayed bleeding, hypotension, secondary obstruction, necrotizing pancreatitis. Please see the referenced article for full details.

Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of january 1, 2024, was chosen as the best estimate based on the first month of the year of the article accepted date of november 24, 2024. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2: literature source: wen-hsin huang; chi-ying yang; hsing-hung cheng. "Endoscopic ultrasound-guided gastroenterostomy, with focus on technique and practical tips." Clinical endoscopy (2025) vol. 58:201-217. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf device code a150201 captures the reportable event of stent deployment problem. Imdrf device code a0106 captures the reportable event of stent obstruction within device and secondary obstruction. Imdrf device code a1702 captures the reportable event of guidewire cut by the stent. Imdrf patient code e2006 captures the reportable event of erosion. Imdrf patient code e1002 captures the reportable event of abdominal pain. Imdrf patient code e0506 captures the reportable event of bleeding. Imdrf patient code e1906 captures the reportable event of infection. Imdrf patient code e1024 captures the reportable event of peritonitis. Imdrf patient code e1006 captures the reportable event of bowel perforation. Imdrf patient code e1108 captures the reportable event of biliary leak. Imdrf patient code e2314 captures the reportable event of fistula. Imdrf patient code e0306 captures the reportable event of sepsis. Imdrf patient code e0733 captures the reportable event of pneumonia. Imdrf patient code e172001 captures the reportable event of abscess. Imdrf patient code e2339 captures the reportable event of ulcer. Imdrf patient code e1021 captures the reportable event of pancreatitis. Imdrf impact code f12 captures the reportable patient adverse events experienced by the patients.

Manufacturer narrative:
Blocks b5, g4 (premarket / 510(k)), and h6 (device codes) have been corrected. Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2024, was chosen as the best estimate based on the first month of the year of the article accepted date of (B)(6) 2024. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2: literature source: wen-hsin huang; chi-ying yang; hsing-hung cheng. "Endoscopic ultrasound-guided gastroenterostomy, with focus on technique and practical tips." Clinical endoscopy (2025) vol. 58:201-217. Block h6: imdrf patient code e2006 captures the reportable event of erosion. Imdrf patient code e1002 captures the reportable event of abdominal pain. Imdrf patient code e0506 captures the reportable event of bleeding. Imdrf patient code e1906 captures the reportable event of infection. Imdrf patient code e1024 captures the reportable event of peritonitis. Imdrf patient code e1006 captures the reportable event of bowel perforation. Imdrf patient code e1108 captures the reportable event of biliary leak. Imdrf patient code e2314 captures the reportable event of fistula. Imdrf patient code e0306 captures the reportable event of sepsis. Imdrf patient code e0733 captures the reportable event of pneumonia. Imdrf patient code e172001 captures the reportable event of abscess. Imdrf patient code e2339 captures the reportable event of ulcer. Imdrf patient code e1021 captures the reportable event of pancreatitis. Imdrf impact code f12 captures the reportable patient adverse events experienced by the patients.

Event description:
Boston scientific became aware of events involving axios stent and electrocautery enhanced delivery systems through the article, "endoscopic ultrasound-guided gastroenterostomy, with focus on technique and practical tips," by wen-hsin huang, et. Al. The article describes a comprehensive overview of endoscopic ultrasound-guided gastroenterostomy (eus-ge) techniques, outcomes, adverse events, and device comparisons conducted from previous studies particularly focusing on the axios stent and other lams devices. The following occurred to the patients: erosion, stent ingrowth, abdominal pain, bleeding, infection, peritonitis, bowel perforation, gastric leakage, gastrocolic fistula, sepsis, aspiration pneumonia, retroperitoneal abscess, jejunal ulcer with bleeding, delayed bleeding, hypotension, secondary obstruction, necrotizing pancreatitis. Please see the referenced article for full details. Note: it was reported that the axios stent was implanted to treat gastric outlet obstruction (goo) during an endoscopic ultrasound-guided gastroenterostomy procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be used in treatment of gastric outlet obstruction (goo) during an endoscopic ultrasound-guided gastroenterostomy procedure.